Event description:
St. Jude biocor mitral valve placed. The patient had progressively increasing signs of congestive heart failure eight months later and a trans-thoracic echocardiogram demonstrated limited prosthetic leaflet excursion with a mitral prosthetic gradient of 17 mmhg. A transesophageal echocardiogram confirmed this finding with a mitral prosthetic area calculated at 1.0-1.1 cm2. Cardiac catheterization confirmed significant prosthetic mitral stenosis with a mean gradient of 12-13 mmhg and a mitral valve orifice area of 1.2 cm2, associated with pulmonary hypertension in the high 50s systolic. In this context, reparative mitral valve replacement for early bioprosthetic failure was proposed and no further coronary intervention was felt to be indicated. Manufacturer sent a kit for return of the valve. Unknown who contacted the manufacturer that a concern existed.